Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at the time of application the bd microlance¿ 3 needle the needle came loose and lost all the liquid. The following information was provided by the initial reporter: ¿at the time of application, the needle came loose and lost all the liquid¿.

Event description:
It was reported that at the time of application the bd microlance¿ 3 needle the needle came loose and lost all the liquid. The following information was provided by the initial reporter: ¿at the time of application, the needle came loose and lost all the liquid¿

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 304000 and lot number 210827. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained. The retained samples were assembled with a caverject syringe by following the instructions of the caverjet kit. The hub was positioned on the syringe tip with a slightly rotational movement. None of the retained samples showed any sign of defect and the hubs fit perfectly on the syringe tip with no signs of leakage. Based on the investigation results, a cause related to the needle manufacturing process could not be determined for this reported incident.